Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a patient had a break in aseptic technique coincident with peritoneal dialysis (pd) therapy which caused peritonitis. The break in aseptic technique was further described as the patient made a mistake of touch contamination (not further specified). The patient was hospitalized for the event. On the same day as being admitted to the hospital the patient began treatment for the peritonitis with vancomycin (dose, frequency, route not reported). Five days after being admitted to the hospital, the patient was discharged. At the time of this report, treatment with vancomycin was ongoing, the peritonitis was resolving, the patient was recovering, and dianeal therapy was ongoing. On an unreported date, the patient was retrained in proper aseptic technique for performing pd therapy. No additional information is available at this time.